Manufacturer narrative:
This ipg serial number was included in a field correction. Method- the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product. However, product integrity and functionality met the final acceptance criteria. The DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-15250. It was reported the patient had an infection at her ipg pocket site and the ipg was explanted. The patient may undergo surgical intervention at a later date to have a new ipg implanted. The patient also experienced heating at her ipg pocket site while charging prior to having her ipg explanted. A replacement charging system was sent to the patient. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.